Event description:
It was reported that the patient presented for routine generator change. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited over-sensed noise which resulted to inappropriate mode switch. The noise was reproducible with isometric movement. The lead was explanted and replaced. The patient was in stable condition.